Event description:
Magnetic resonance-conditional ventilator (ltv 1200) shipped with a magnetic cable support bracket on the portable backup battery unit. No indication on the bracket, battery, ventilator, product packaging, or otherwise that the mr conditional equipment contained the magnetic bracket. The bracket, along with the ventilator (which was in-use on a patient), was pulled into the MRI machine's bore opening. No harm to the patient involved. The metal cable support bracket is item number 24555-001 and was mounted on the sprintpack battery, item number 19222-001. Bd carefusion. Franklin lakes, nj 07417 us. Reference reports: mw5146160, mw5146161.